Manufacturer narrative:
This product has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a 63-year-old male patient, when the pro-padz were removed from the patient second degree burns were observed. Complainant indicated the patient received silver nitrate to treat the burns.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.